Event description:
Healthcare professional reported left side ¿capsular contracture, grade 3¿. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, grade 3¿. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on november 22, 2023. It is possible to determine the lot number 3015890 and catalog number 110-120 of the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side ¿capsular contracture, grade 3¿. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: deformation observed.